Event description:
Operating room table (steris 4085) malfunctioned with patient on it during surgery. Table continued to fold into a high fowlers position regardless of which button the anesthesiologist pushed. A steris maintenance person was in facility and was called to assist. The steris rep stated that the manual override would not work. Bed continued to move into high fowlers position during override. Patient was able to be moved to another operating room table.